Manufacturer narrative:
(B)(4): the third party service agent evaluated the device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer initially reported that their device was showing its charge-pak icon. After an evaluation of the device by the third party service agent, it was observed that the internal hlc batteries of the device had previously been depleted and as a result, damaged was likely caused to the hlc batteries. This observation would indicate that the hlc batteries may not contain sufficient power to be able to deliver effective defibrillation therapy, if needed. There was no report of any patient use associated with the reported issue.

Manufacturer narrative:
Physio-control evaluated the device and was able to verify that the internal hlc battery levels had depleted to 0 at one time; however during testing, the device functioned normally and the hlc battery levels had returned to a normal level. The device appeared to have the ability to charge and deliver defibrillation energy during testing. The cause of the reported issue could not be determined.